Manufacturer narrative:
(B)(4). Batch # p57g47. Device evaluation: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received void of staples, with the washer uncut, with the knife recess below the cartridge deck. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the cartridge was removed and reinserted incorrectly and/or incompletely after the retainer was removed. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that if the cartridge is removed from the device, whether the cartridge is spent or not, and if the staple retainer has already been removed from the cartridge, the cartridge cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the doctor had trouble firing the device. Also, the pin would not retract for reload change. It was not reported how the procedure was completed. There were no patient consequences reported.